Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to bad rails. A field service engineer replaced the drawer and reseated all the bus wire connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer was jammed and extremely hard to open or close the drawer. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.